Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that the retainer ring of the reservoir compartment came off. The customer's blood glucose level was 156 mg/dl at the time of the incident. Customer stated that half piece of the reservoir and the rubber o ring came off. The customer stated that the insulin pump had power alert. The insulin pump will not be returned for analysis.